Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows thirteen successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed not immediately before the treatment. The surgeon missed vacuum one once and vacuum two twice during the docking process or before the treatment. Suction ring was docked twice and the patient interface cone was docked three times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. Long suction times can lead to higher variability in the flap thickness results. The treatment of the patient's left eye was finished successfully. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No technical root cause for the customers reported event could be determined. There is no indication of a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that blink lubricating drops was used prior to suction ring and multiple small vertical gas breakthrough areas were observed, surgeon also unable to lift the flap resulting in thin flap in the left eye of the patient during lasik surgery. The procedure was completed on excimer laser.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).